Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)..

Event description:
A healthcare professional reported a patient with flap was not cut correct during lasik procedure. There are multiple related reports for this event. This report addresses the unknown patient's unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows that the user performed one energy check at system startup and then performed two treatments without further energy check at that day. The logfile shows only the two reported treatments. The reported treatments could be identified in the logfile. The first attempt shows that patient interface was docked two times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and suction two values. The vacuum one was missed one time and also the vacuum two was missed one time. The treatment was started and then interrupted by releasing the foot pedal by the user. The second attempt shows that the treatment was started and then interrupted by releasing the foot pedal by the user. No relevant deviation between planned and performed energy is detectable for the reported treatments. No technical root cause could be identified. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).